Manufacturer narrative:
The device was received at boston scientific for analysis. During visual inspection, the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed.

Event description:
It was reported that the intellanav mifi oi catheter was removed from the package, and connected to the ablation cable and irrigation tubing. It was then coiled up at the end of the bed for later use. When the catheter was retrieved for insertion, a break in the irrigation connection port was noticed. The catheter was replaced with one of the same make and model, and the procedure was completed successfully. No patient complications were reported. The device has been returned for analysis.